Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection, a small pinhole was noted in the inflation balloon, which was separated from the shaft, the spring was stretched out and the coil was exposed, the distal end of the inflation balloon was separated from the crimp balloon and there was a crimp balloon material failure at proximal end of crimp balloon. The crimp balloon and inflation balloon wall thickness were measured and found to meet specification. Due to the balloon tear, functional analysis was not possible. No manufacturing non-conformances could be identified. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the delivery system of sheath was the source of the complaint. Based on the investigation, two factors were identified that may have prevented the delivery system from withdrawing into or through the sheath: non-axial alignment during retrieval can cause resistance retrieving the delivery system flex tip or balloon into the sheath; and residual liquid volume in the delivery system during retrieval can also result in resistance retrieving the delivery system into (and through) the sheath. Consequently while overcoming these procedural factors, if additional tensile force and manipulation is required to withdraw the delivery system into (and through) the sheath, it could result in material failure (crimp/inflation balloon bond), which was observed during the engineering evaluation. While a definitive root cause was unable to be determined, available information supports that procedural factors contributed to the reported complaint. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information supports that procedural factors (non-axial alignment during retrieval or residual liquid volume in the delivery system) contributed to the reported event. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rates exceed the october 2015 control limits for these trend categories. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During a transfemoral tavr procedure, a 29mm sapien 3 valve was deployed and moderate pvl was observed. An additional 1cc of volume was added to the delivery system balloon, a total of 34ml of volume, to post dilate the valve. During post dilation, the balloon ruptured. As the balloon and delivery system were being pulled back through the 16fr esheath, the delivery system would not go through the sheath. An incision proximal to the esheath was made to get the sheath and delivery system out. The patient remained stable throughout the procedure. The patient's native valve/leaflets were moderately calcified.